Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an upsylon device was used during a sacrocolpopexy procedure performed on (B)(6) 2022, for the treatment of prolapse. It was reported that the procedure was originally being done laparoscopically; however, during the procedure, it was noted that patient's anatomy was unusual so the physician cut the patient's abdomen which caused the mesh to tear. The entire mesh was then removed from the patient. Patient complications included bleeding and hematoma. The bleeding was stopped by applying pressure and eventually used a hemostatic agent and suture. The procedure was completed with another upsylon device. The patient was reported to fully recover after the procedure.